Event description:
Pace medical was notified on 09/01/2011 by (B)(6) via letter that unit has a fault.

Manufacturer narrative:
Customer returned device stating that the sensitivity settings were out of spec. The device was examined and the complaint was confirmed. The device was re-calibrated and final tested. All tested were passed and the device was returned to the customer. Reason for complaint: device had not been returned to MFR for approx four years for any annual servicing. Component drift may have caused settings to be needed to be recalibrated or ebme staff tried to calibrate themselves.